Event description:
A distributor reported that after a patient was implanted with dual magec rods over one (1) year ago, the rods did not appear to distract.

Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not received; the devices were removed on (B)(6) 2015 and the patient was implanted with a different device, without incident. To date, the patient is doing fine and no negative outcomes have been reported. The devices involved in the alleged incident have yet to be received; therefore, no evaluation can be conducted at this time.